Event description:
It was reported by end user that the batteries are not holding a charge as long as they should on the (B)(4) power chair. He reports being stranded a couple of times. Today is second time in past month. Chair is approximately 3-5 months old. Dealer is (B)(6) serial number on his invoice from dealer is below, but it does not show up in our system. The model number was also on the invoice.